Event description:
It was initially reported by the physician that the pt showed high lead impedance on system mode diagnostics. Pt's device was turned off as a result. Chest x-rays were taken but were not available for manufacturer for further review. Physician wants to monitor the pt at the moment before replacement. Last good diagnostics were obtained in (B)(6) 2010 as per physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.